Event description:
On (B)(6) 2009, the pt underwent initial surgery. After surgery the pt was in treatment with a cast for two weeks. On (B)(6) 2009, the surgeon found that the plate was broken, however, the pt felt no pain. On (B)(6) 2009, the revision took place.

Manufacturer narrative:
Na